Event description:
It was reported that during the implant procedure for the left ventricular lead the patient developed cardiac tamponade; open chest surgery was performed. The implant procedure for implantable cardiac defibrillator was cancelled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.